Manufacturer narrative:
(B)(4).

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the severely calcified coronary artery. A 3.00mm x 15mm emerge¿ balloon catheter was advanced for dilation. However, during the third inflation at 14 atmospheres, the balloon ruptured. The device was completely removed and the procedure was completed with a 3.0x20mm emerge balloon catheter. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Device evaluated by MFR: returned product consisted of an emerge balloon catheter. The balloon was loosely folded with blood in the lumen and balloon. Microscopic examination revealed that the balloon has a pinhole at the proximal markerband. The tip is damaged. The investigation conclusion is operational context as the product meets the design & manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the severely calcified coronary artery. A 3.00mm x 15mm emerge balloon catheter was advanced for dilation. However, during the third inflation at 14 atmospheres, the balloon ruptured. The device was completely removed and the procedure was completed with a 3.0x20mm emerge balloon catheter. No patient complications were reported and the patient's status was good.